Manufacturer narrative:
Troubleshooting by technical support determined that the display power supply cable was faulty. The cable was replaced and the display functioned as expected. Likely potential causes for no power are faulty cables, display, power supply or display power supply malfunction. No further investigation will be conducted.

Event description:
Welch allyn received a report from a welch allyn customer stating that their acuity display is blank. The system is running but there is nothing on the screen. A display that goes blank during use could result in the loss of centralized patient monitoring. There was no death or injury associated with this complaint. (B)(4). The customer did not provide any patient information.